Event description:
It was reported that approximately two months post implant the patient experienced bradycardia and lightheadedness. It was further reported that the right ventricular (rv) lead exhibited t-wave oversensing causing pacing below the lower rate. The rv lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.